Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said her mom said the device hasn't been working for a couple of weeks. She is getting a call your doctor code. The patient did not know what the code was. Patient tried to get a hold of her doctor and couldn't. No symptoms/patient complications reported.